Event description:
Additional information was received from the patient. They reported that their retention had worsened as a result of the device or therapy, they were having to use their catheter due to stimulator not working properly. They reported they had seen their doctor on (B)(6) 2020 and had another appointment scheduled for (B)(6) 2020. The noted the impact on the device from the fall had not been determined. They fell directly where the stimulator was about 2 months ago when it started messing up they had gotten shocked at work on their right sideby a fryer short out. The issue had not been resolved. No surgical intervention had been planned. They noted the device was still in use, but not working. They were using their catheter all the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a few falls and had a return of symptoms/started to catheterize again. They stated it felt ¿like a knife was being taken to their side¿. An x-ray was taken and they were told it ¿all looked to be in more or less the right place. The patient made some adjustments to the symptoms and was worried/scared that it won¿t work. Therapy expectations were reviewed with the patient. They were going to monitor their symptoms with the change that was made and will follow up with their healthcare professional (hcp) if it did not resolve. Additional information was received from the patient on (B)(6) 2020. The patient reported that they were having problems with the stimulator for the pas couple months: the patient was using catheters before having the interstim and they have been back to using catheters all the time now. The patient mentioned that they were shocked at work about a month ago while frying chicken tenders and they hit a wire with a short in it and they were shocked. The patient noted that even before the ¿shock¿ occurred ¿it was acting weird,¿ because the patient had fallen on that hip and that was when it ¿really started acting stupid.¿ the patient reported they have tried all 7 programs (however they were not having good therapeutic benefit). The patient stated that on friday, they started to feel like they were ¿peeing razor blades.¿ the patient stated that they went in that day of the call to give a urine sample and they weren¿t able to urinate. The patient stated they could feel pressure and they were peeing very little. The patient reported they were getting up to urinate, up to 5 times a night, and they only had little urinary output. The patient also stated that they have fluid retention in the stomach. The patient reported that the health care professional (hcp) office already took x-rays and checked impedances and found no problems. The patient wanted to speak with the manufacturer representative (rep) and thus an email was sent to the rep. The patient was redirected to their hcp to further address the issue. No further complications were reported at this time.